Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/29/2014 with the following findings: the complaint could not be duplicated with investigation. A loss of prime alarm with non-zero force was observed in the pump¿s black box. The bolus button cover was missing; corrosion was observed on the bolus button contact. Leak testing revealed a bolus button leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor calibration was within specification. The force sensor flex cable pin was found to be cracked. No moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.